Event description:
The customer reported that the double lumen PICC catheter was removed from the patient, as he had extensive edema in the anterior and posterior chest due to extravasation of continuous medications, due to the poor positioning of the catheter which was kept in a peripheral position.

Manufacturer narrative:
The device history record (DHR) for lot 2425400115 were reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.